Event description:
It was reported the patient requires a revision due to loosening. Update (B)(6) 2022: "left proximal femoral replacement for ewing sarcoma [..]"

Manufacturer narrative:
Reported event: an event regarding loosening involving a mets, proximal femur replacement, stem was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. A review of the provided x-rays by a clinical consultant indicated: clinical review: the implant in situ was for mets proximal femoral replacement which was inserted in 2003. The surgeon reported loosening of the implant. The CT image provided shows massive radiolucency along the stem between the cement mantle and stem, and between the cement mantle and bone. There were significant bone erosion, resorption and remodelling. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient requires a revision due to loosening.

Event description:
It was reported the patient requires a revision due to loosening.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.